Event description:
It was reported that the device had broken/damaged. There was no patient involvement.

Manufacturer narrative:
Correction: medical device other operator.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.

Manufacturer narrative:
Correction: unique identifier (UDI) #, imdrf annex g grid.

Manufacturer narrative:
Device evaluated by bd service and not returned to manufacturing facility for evaluation. Date received by manufacturer used for date of event. A review of the complaint history record was performed for the source sn (B)(4) which did not confirm similar complaints with the same or related failure mode. A review of the device history record showed the device had a manufacture date of 27mar2012. The review was performed from the date of manufacture to the present date 25mar2021.a review of the device history record for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue a review of the service history record for sn (B)(4) was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.

Event description:
It was reported that the device had broken/damaged. There was no patient involvement.